Manufacturer narrative:
H.6. Investigation: photos and two samples with reference 300865 and lot number 2011025 were received sent with their original packaging, not used and closed. Upon visual inspection of the samples, it can be observed a hair inside both blisters, the hair crosses the sealing cord. A device history review was performed for lot 2011025, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. While we cannot identify a direct issue, the particle likely generated during the assembly process due to friction during movement of the device within the manufacturing equipment.

Event description:
It was reported that syringe 50ml ll had a hair in the packaging. The following information was provided by the initial reporter: fiber (looking like a hair) was found in the packaging of an 50 ml syringe ll, in the grade b.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll had a hair in the packaging. The following information was provided by the initial reporter: fiber (looking like a hair) was found in the packaging of an 50 ml syringe ll, in the grade b.